Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the warning light was appearing. It was further observed that the device would not charge. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due normal wear over time. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that when the battery device was inserted into the universal battery charger device, it was observed that the device displayed a red triangle. During in-house engineering evaluation, it was observed that the device displayed the warning light and would not charge. It was not reported if the device was used in surgery. It was not reported if there were any delays in a surgical procedure or if a spare device was available. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.